Manufacturer narrative:
Insulin pump had an unresponsive button, due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient experienced a button error alarm. While, eating and trying to bolus, the buttons on the insulin pump would not respond. Her blood glucose levels were 193 mg/dl. The patient was advised to discontinue use of the insuling pump and to revert to backup plan per their healthcare provider. Nothing further reported.